Manufacturer narrative:
Combination product: yes. On 13-jan-2025, it was reported that rv lead noise was seen on vf aborted shock detection. Lead remains implanted. The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
This lead shows noise, infrequent and not reproduceable with isometric testing. Lead remains implanted. No adverse patient events were reported. Should additional information become available, this file will be updated.

Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
Combination product: yes. (B)(6) 2025 the lead was explanted due to continued noise. (B)(6) 2025 it was reported that rv lead noise was seen on vf aborted shock detection. Lead remains implanted. The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
This lead shows noise, infrequent and not reproduceable with isometric testing. Lead remains implanted. No adverse patient events were reported. Should additional information become available, this file will be updated.